Event description:
It was reported that patient bent downwards to grab something and heard a little click. Caller states it looks like the implant is a little further out. Caller is wondering if they should take the patient to the emergency room. Agent asked caller to connect to the implant and caller was able to connect. Patient stated they feel like they can't move their neck and like something is pulling. Agent reviewed role of patient services and advised caller to seek medical care if they are concerned with situation. Caller stated they tried to get a hold of health care provider but couldn't get through.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause is not known. It is unknown if the issue is resolved.